Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of the second priming sequence. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Rerun of the pod did not replicate the rotational sensor abnormalities. Inspection of the pod found contamination on the commutator cap. It could not be conclusively determined if the contamination on the commutator cap contributed to the rotational sensor malfunction.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.